Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.

Event description:
It was reported that the customer had a no delivery alarm during priming process on the insulin pump. The customer's blood glucose was 110 mg/dl. The customer reported that the alarms was resolved by an infusion set change. The customer is unable to continue troubleshoot because she is not available. The customer does not want to return set and reservoir for analysis. The customer was advised that we will sent replacement sets and reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.